Manufacturer narrative:
Site reported to us as part of an (B)(4). Per RMA, flexicoil pads were sent to site to fix issues.

Event description:
Site reported physical damage to head coil to the polestar integration system. This event did not occur during surgery and no pt was present.